Event description:
On january 20, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. The patient claimed that he had been getting higher readings than normal for months. The patient obtained blood glucose readings of "216, 151, and 162 mg/dl" on the subject meter, which the patient felt was inaccurate compared to normal readings. On (B) (6) 2010, the patient reportedly increased her insulin per the lfs meter reading. The patient allegedly woke up with low symptoms. During troubleshooting, the customer care advocate verified that the patient did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed she had "low symptoms" after she took insulin per the lfs meter reading. Replacement products were sent to the patient.